Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump experienced an issue with having no power. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: a review of the black box revealed unexplained power on reset (por) events on (B)(6) 2014. The returned battery cap and test cartridge cap were used to complete the investigation. There was no damage found to the battery compartment. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board (pcb). The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Also unrelated to the complaint, the bolus button cover was found to be damaged. However the bolus button was found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Performance of the device.